Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd stopcock 3 way with 10cm extension tubing the stopcock was loose. There was no report of patient impact. The following information was provided by the initial reporter: when the pack is opened, the small caps fall out because they are not screwed. Problem on several packs with risk of desterilization.

Manufacturer narrative:
Correction: h5: imdrf annex a grid changed from a0504 to a0501.

Event description:
It was reported while using bd stopcock 3 way with 10cm extention tubing the stopcock was loose. There was no report of patient impact. The following information was provided by the initial reporter: when the pack is opened, the small caps fall out because they are not screwed. Problem on several packs with risk of desterilization.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd stopcock 3 way with 10cm extention tubing the stopcock was loose. There was no report of patient impact. The following information was provided by the initial reporter: when the pack is opened, the small caps fall out because they are not screwed. Problem on several packs with risk of desterilization.